Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was sitting in a dialysis chair in (B)(6) 2024. The device was programmed to primary sensing vector, 1x gain at the time. The patient was seen in follow up for troubleshooting, and similar signals were reproduced in all three vectors when the muscles of the upper body were tense/strained. As such, myopotential oversensing was suspected. The device reprogrammed to primary sensing vector, 2x gain. It was noted smart pass was deactivated due to low amplitude. Data was sent to technical services (ts) for further review and recommendations. Besides the inappropriate shock, no other adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was sitting in a dialysis chair in (B)(6) 2024. The device was programmed to primary sensing vector, 1x gain at the time. The patient was seen in follow up for troubleshooting, and similar signals were reproduced in all three vectors when the muscles of the upper body were tense/strained. As such, myopotential oversensing was suspected. The device reprogrammed to primary sensing vector, 2x gain. It was noted smart pass was deactivated due to low amplitude. Data was sent to technical services (ts) for further review and recommendations. Besides the inappropriate shock, no other adverse patient effects were reported. This product remains in service.